Event description:
During a coronary stenting procedure, the stent did not deploy. There was no reported patient injury. The device was withdrawn and the procedure was completed with another device without incident.